Event description:
It was reported that the pacemaker exhibited early elective replacement indication (eri) alert and premature battery depletion was suspected. On (B)(6) 2022, the device was successfully explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
Correction : h10 should have been "the reported event of prematuredischarge of battery was not confirmed. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found at the elective replacement indicator (eri) consistent with normal usage. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly."

Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found at the elective replacement indicator (eri) consistent with normal usage. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.